Event description:
Carto does not mark/record ablation points when rf energy is applied. No pt injury was reported. When a point that was ablated is not shown, there is a potential for injury if the operator ablates an area that has been previously ablated.